Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that the patient had a flowered (cracked/ broken in multiple locations) and the implant was removed and the site was grafted. Tooth location # 19.

Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 3331 and 4109. H6: results code was updated to 213. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Since product has not been returned, visual/functional evaluation could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.